Event description:
It was reported that during initialization, the control module rec'd an error code. A different tubing set and canister were used with no success. After multiple attempts, the control module passed initialization and the case was then completed with no pt consequence.